Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific received information from a boston scientific field representative that this chronic right ventricular (rv) lead would be part of a system explant due to a patient blood infection and would not be replaced. There was no visible device pocket infection.